Manufacturer narrative:
H3 analysis of the returned recharger revealed patient complaint confirmed. Device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a wireless recharger. It was reported that the caller was getting ready for a case. They attempted to pair the wireless recharger to the handset, but were unable. They were seeing the 3 power bank lights flashing. Resetting was attempted on the recharger with and without the dock, but this did not resolve the issue. The caller continued to see the 3 green light on the power bank of the recharger. The caller reported all 3 green light on the power bank continued no matter what button is pressed. The device was going to be returned. There was no patient involvement in this event.